Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module was confirmed. (B)(6) was evaluated by the edc. The unit came in with a damaged end of the battery clip and damaged housing indicating a possible drop. The system was powered on and did boot up. After replacing the battery clip and battery, the unit made a strange humming noise coming from the power supply pcb. It was after replacing the power supply pcb that the unit booted up as intended. Preventive maintenance was performed, and all tests were performed per procedure. The unit was returned to the rental pool. The battery, battery clip, power supply pcb, and main pcb were forwarded to ppe for further analysis. Further analysis of the power supply pcb revealed no physical anomalies. The pcb reproduced the humming noise when power was applied with a test power module. The sound came from the electrically compromised t1 transformer which did not allow output voltage to reach the main pcb. A root cause for the reported damage was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. (B)(6).

Event description:
It was reported that the heartmate power module had a damaged internal backup battery clip. The device was removed from use.